Event description:
It was reported that the system 6800's left side monitor went blank during a procedure. After reinitializing the system, the monitor was fine. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the display adapter circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.